Event description:
Caller reports: her daughter developed a red rash with blisters while using the tape. She was using the tape as a support strapping from about mid calf area down to the mid part of her foot on both legs. The child was prescribed triamcinolone ointment and the product was discontinued. The rash and blisters subsided.